Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, improper shutdown was confirmed . During evaluation of a returned spectrum pump, the device powered off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be dried liquid substance on the back flex battery contact pin (2 of 8) fully depressed/jammed and unable to rebound as designed. The back flex battery contact pin was required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.